Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the up, down, and act buttons on the insulin pump aren't working. Customer's blood glucose was unknown. The device is not returning for analysis.